Event description:
The following is based off of a review of the patient's medical records provided to davol by the patient's attorney: this patient is a female who is (B)(6) and is status post hysterectomy with stage 3 pelvic organ prolapse. On (B)(6) 2012 - the patient was implanted with a bard soft mesh during a pelvic procedure. During the procedure and after suturing the mesh, a cystoscopy was done and sutures were noted in the dome of the bladder and removed. The bladder serosa was then oversewn and the mesh was then re-sutured in place after its initial placement. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.